Event description:
It was reported that the patient's device protruded through her skin and was removed. The device was removed "sometime around" (B)(6) 2012 and began protruding in the beginning of 2012. It was noted that the patient had lost 15 pounds in the least year. The patient "could not even" lie down because it hurt. The patient had the device turned off because, it was not relieving her pain and was hurting her leg. The patient felt better once the device was removed and thought it was "lying on a nerve."

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).